Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 500 mg/dl. The customer¿s blood glucose at the time of the incident was 213 mg/dl and the current was 302 mg/dl. The customer¿s other blood glucose level was 132,213 mg/dl. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The troubleshooting was performed for the high blood glucose under delivery. The customer does not allege the pump was under delivery. The customer was treated with the manual injection and the insulin pump. The insulin pump will not be returned for analysis.